Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently responding for about a year. The reporter denied any damage to the keypad or known trauma to the pump. The patient and pump were unavailable for further review at the time. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the reported issue of an unresponsive keypad. All buttons responded normally. The keypad cover was intact and was removed for investigation. Contamination was found under all button contacts.